Event description:
It was reported that during a miniarc precise sling implantation surgery the urethra was perforated. The urethra was closed and another sling was implanted. No additional patient complications have been reported in relation to this event.